Manufacturer narrative:
The customer¿s report of communication errors was confirmed. Inspection revealed signs of dried fluid residue and blue/green corrosion on the iui connector contacts of the suspect devices. Review of the pcu and pump module event logs showed that on (B)(6) 2017 at 3:30 pm a channel disconnect alarm and loss of communication with the pcu occurred on channel b which was infusing a secondary infusion of fosphenytoin. Shortly after, channel c and channel d were shown as being removed from the system, with a loss of communication with the pcu. A short time later another channel disconnect event occurred when the channel select key was pressed on channel a, with a loss of communication with the pcu. During test infusions, manipulation of the pump modules could cause a channel disconnect/power loss event. However, no communication error events as reported by the customer could be replicated. The cause of the event was identified as iui contamination resulting in the channel disconnect/communication error event.

Event description:
The customer reported that the patient was receiving infusions of propofol, levophed, IV fluid, and fentanyl. The nurse was hanging a secondary infusion of fosphenytoin in the first channel to the left and a communication error occurred after starting the infusion. The nurse pressed channel select on the second channel to the left to see if the communication error was affecting that channel, but it communicated to the brain. Immediately after, the two channels to the right of the brain alarmed for communication errors, then the channel to the far left alarmed for communication error as well. All four infusions appeared to continue despite having communication errors. The system, with one pcu and four channels, was replaced. No harm to the patient was reported.